Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the amber light on the camera was lit. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that this event is a duplicate (reference MDR #1723170-2020-02730). Any additional information received will be submitted under that report.